Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified anterior tibial artery. A 3.0mm x 100mm x 90cm sterling sl balloon catheter was advanced for dilatation. However, during inflation before reaching the nominal pressure, the balloon ruptured. The procedure was completed with a non-bsc balloon catheter. There were no patient complications nor injuries reported.